Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, as reported, the valve being deployed with 1cc less volume in the delivery system may have been a contributing factor for the pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 months post implant of a 23mm sapien 3 valve, the patient had sob, and tee revealed 3 jets of pvl and the valve appeared to be not fully dilated. The valve was re-dilated with 2cc of additional volume in the commander delivery system. The results were great with no pvl or cai observed. The valve was originally deployed with 1cc less volume in the delivery system due to the valve area. There was no pvl or cai observed post procedure. The patient had mild native annular calcification, mild to moderate native leaflet calcification ad no native root calcification.